Event description:
It was reported that unspecified issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed due to no damage. Nordic bluetooth pairing test was performed and failed due to no pairing code. Data log available was performed and failed. The allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. The reported event of a unspecified issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.